Event description:
Information was received from the physician that the cause of the bradycardia is unclear, possible cardiogenic shock. The patient had vns for years so seems less likely to be vns related. It is noted that it was unclear if beneficial to decrease settings. No pacemaker was implanted. The arrhythmia questionnaire was completed. It said per the patient's chart he does not appear to be a history of cardiac events but this is not confirmed. Heart rate prior to the event was 64 bpm on (B)(6) 2021 and 48 bpm during the event on (B)(6) 2021. Blood pressure was 112/80 on (B)(6) 2021 and 99/53 on (B)(6) 2021. The event started on (B)(6) 2021 and was ongoing during hospital admission. Patient had also presented with hypotension and hypothermia. The patient had not had any recent traumatic events and no medications were changed recently. The arrhythmia did not correlate with vns on time and did not occur during system diagnostics. No further relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital due to severe bradycardia and they were going to try to decrease the vns settings to see if that helps, and if not they planned to implant a pacemaker. No further relevant information has been received to date.